Manufacturer narrative:
Device was not returned for evaluation as the patient held on to it. If any additional information is received it will be reported on a supplemental report. (B)(4): device not returned.

Event description:
It was reported that the plate was found to be broken on the x-ray. The plate was removed.